Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump started beeping because it was giving a no power alarm and customer had changed the battery twice and customer had hit esc and received a failed battery test. Customer stated that the contacts were not missing or damaged. Customer stated that neither compartment nor spring were damaged or corroded. Customer stated that they did not receive failed battery test. Customer states they did not receive a low battery alert prior to the off no power alert. Customer reports the pump was not dropped. Customer stated the top looks like it was peeling. Customer states there were not unattended alarms. Customer states the battery cap was not loose, cracked or damaged. Customer stated that this was the first occurrence of off no power without a low battery warning. Customer stated that the display looks to be peeling while doing previous troubleshooting for off no power. Customer reports damage to the insulin pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm and no unexpected battery power loss anomaly noted during test. Insulin pump received with cracked lcd window and cracked case display window corner.